Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to re-evaluation of event. (B)(6). Failure (event) observed during analysis. Analysis revealed inside-out abrasion from 29.5cm and 30cm, and between 0.5cm and 1.5cm from distal end. Cables were exposed in these areas but the efte coatings were normal. Insulationn abrasions were also noted between 2.9cm and 3.5cm from distal end. Cables were exposed but no abrasion noted on the efte coatings, consistend with friction to another device.

Event description:
This report is to advise of an event observed during analysis.